Manufacturer narrative:
The subject device was returned to omsc for eval. The eval confirmed that the ptfe pad of the device was partially separated. The mfg history was reviewed, with no irregularities noted. Considering the eval result of the device, omsc concluded that the separation of the ptfe pad occurred since the user activated output without grasping anything (including after the tissue separated) while the grasping section is closed. Based upon the finding of the eval, this report appears to be related to user handling.

Event description:
Olympus medical systems corp (omsc) was informed that during a laparoscopic assisted distal gastrectomy, the subject device was used. Immediately after the beginning of use, the ptfe pad of the device was separated. The user exchanged it with another thunderbeat. The procedure was completed. There was no pt injury reported.